Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose results were 495 and 500mg/dl on their meter and 371 at the ER. Tests were done within a few minutes apart with a difference of 33% and 35%. Unknown if pt received treatment. No further info has been reported.